Event description:
It was reported while using the unspecified bd infusion set that it leaked at the filter. The following information was provided by the initial reporter: bd 213 (B)(6) 2022 event date: (B)(6) 2022 item number: not reported; lot number: not reported; item retained in defect depot?: no; picture: no. No harm was reported to the patient; atc purple. 1145 patient came in and complaints of pump leaking, checked the bag and the PICC line, both are clean,dry and intact, assessed the tubing and it was leaking on the filter. Bag has 71.8 ml volume left on the bag. As per patient, he went to main atc yesterday and waited for 2 hours, patient stated he doesn't want to wait and went home but received a call from the nurse from main atc. Called pa and relayed message,as per her it's ok to disconnect pump prior radiation today.

Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no product or photo was returned by the customer. The customer complaint of filter leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents.